Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor reported following a laser assisted cataract treatment to the left eye a tear to the posterior capsule was noticed during the phacoemulsification of the lens nucleus. The doctor noticed a radial tear located inferiorly on the capsule. He suggested the tear possibly began during hydro dissection and rotation of the nucleus prior to phacoemulsification, and thus the tear continued to the posterior side of the capsule. The doctor indicated stability of the capsule was in question and made the decision to leave the patient aphakic. The patient was referred to a retinal surgeon for removal of the lens nucleus from the posterior chamber and intraocular lens implantation.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. In this case, there were no reported system messages or other system issues that would clearly indicate that the system contributed to the reported event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).